Event description:
Transmission report showing atrial noise and oversensing as well as atrial impedances of 0 ohms. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).